Event description:
Results of the patient's computed tomography scan were as follows. No acute intracranial hemorrhage was seen. No mass, mass effect, shift of the midline structures, or abnormal extra-axial fluid collection were seen. The gray-white matter differentiation was diffusely preserved. There was no current evidence of an acute infarct. There were patchy areas of hypoattenuation in the cerebral white matter consistent with sequela of mild age-related small vessel ischemic changes. The brainstem and cerebellum had normal morphology and CT attenuation. Atherosclerotic calcifications of the visualized intracranial segments of the internal carotid arteries were seen. The ventricular system and extra axial spaces were normal in size and morphology, accounting for age. Fluid-filled under pneumatized left mastoid air cells were unchanged from (B)(6) 2022. Basal cisterns were patent. The visualized paranasal sinuses, right mastoid air cells, and middle ear cavities were well aerated. No acute skull fractures or destructive osseous lesions were seen. No acute abnormality in the visualized portions of the orbits and globes were seen.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported pneumothorax and neurological dysfunction could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was brought to the hospital for an outpatient lung biopsy. The patient's warfarin and aspirin were held for 5 days prior to the procedure. The patient was bridged with lovenox (enoxaparin sodium). They developed pneumothorax post-biopsy that required a chest tube. Five hours after chest tube placement the patient had blurry vision and general vision changes. The patient was moved to the intensive care unit and given tissue plasminogen activator (tpa). The patient had a complete resolution of symptoms. A computed tomography (CT) scan was performed on (B)(6) 2022. No evidence of stroke was found.